Event description:
It was reported that the right atrial (ra) lead dislodged. It was noted the lead was unable to sense or pace appropriately. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.